Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps was to be used during a colonoscopy procedure. According to the complainant, the nurse removed from the device from the package and wiped the sheath of the device to feel for sharp edges. She wound the into loops as she wiped it down and handed the device to the doctor. The doctor noticed that the jaws were not closed properly. He inspected the jaws more closely and noted the needle tail was bent. The procedure was completed with another radial jaw 4 large capacity biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is not known however the patient is over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the device¿s needle tail was bent out of the clevis. Functionally, the jaws were unable to open due to the condition of the needle tail. During a dimensional inspection it was found that one of the two curves was out of specification. This caused the needle tail to bend. The condition of the returned incident device was consistent with the complaint that the needle tail was bent. Due to the jaws being unable to open, we were unable to confirm the complaint of the jaws would not close properly. However, the bent needle tail could have prevented the jaws from closing properly. Based on the evaluation, this condition arose due to improper curve forming. Therefore, the most probable root cause is manufacturing. An investigation is underway to determine the root cause of curving issues. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps was to be used during a colonoscopy procedure. According to the complainant, the nurse removed from the device from the package and wiped the sheath of the device to feel for sharp edges. She wound the into loops as she wiped it down and handed the device to the doctor. The doctor noticed that the jaws were not closed properly. He inspected the jaws more closely and noted the needle tail was bent. The procedure was completed with another radial jaw 4 large capacity biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.